Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Visual examination of the returned product/provided pictures identified the device returned show signs of use with some damage to the distal end of the reamer. The flutes of the reamer have some areas of positive material and the shaft of the reamer has some lines/scratches. The distal end of the reamer has fractured and not all pieces were returned. Measured the od and ID of the large diameter flex shaft on the subcomponent print and both were conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned device. Component codes: proposed annex g code: mechanical (g04) - drill. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: france. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the reamer fractured in the patient and was retained. There was no reported harm or injury and no record of a delay. There was no information communicated regarding the date the event occurred. Due diligence is complete. No additional information is available.